Manufacturer narrative:
510k: this report is for an unknown tfna end cap/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a hardware removal for trochanteric fixation nail advanced (tfna) extra short system was performed on (B)(6) 2019 due to a femoral distal diaphyseal spiral fracture and was revised to tfna long system. Initially, the patient had undergone an open reduction internal fixation with tfna extra short system on an unknown date for a femoral trochanteric fracture. There was a forty (40) minutes surgical delay reported. All the hardware was removed successfully. There was no adverse consequence to the patient. Surgical outcome was unknown. This report captures the post-op event of femoral distal diaphyseal spiral fracture while related complaint (B)(4) captures the intra-op event, where a tfna nail and an extraction instrument for nail cannot be attach together during a procedure. This report is for one (1) unknown tfna end cap. This is report 2 of 4 for complaint (B)(4).